Event description:
It was reported that there was a reading of >4000 ohms on all of the bipolar pairs and >4000 ohms on all of the unipolar pairs. Various troubleshooting was performed w/o success. A second stimulator was connected, which also showed a reading of >4000 ohms. A decision was made to replace the lead during which the pt stopped breathing. The anesthesia was conscious sedation. It appeared that the pt had undiagnosed sleep apnea. The health care professional decided to abort the case and the product was not implanted. It was reported that the pt was "fine." Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Refer to MFR report #3004209178201007554.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.